Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) miscellaneous - the device was returned, analyzed, and the device met the expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device could not be interrogated. A magnet test was attempted and there may have been intermittent pacing spikes. The last time the patient was seen in the clinic was several years ago and at the time the battery voltage was low and the device may be at end of life. The device was explanted and replaced. No patient complications have been reported as a result of this event.